Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/11/2014). The patient¿s control solution has been returned on 9/10/2014 and evaluated by lifescan product analysis on 10/2/2014 with the following findings:the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.